Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact stated device for eval. The customer contact stated the device will be repaired at the user facility. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was broken. The device was returned to the clinical engineering department for a report of broken door. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. No add'l info was provided.